Event description:
It is reported that the handle link broke.

Manufacturer narrative:
This device was also recalled in july 2007 by zimmer,inc. Eval summary: the cause for the absent c-clip on the returned rasp handle was that it was intentionally removed prior to shipment. The likely cause for the absent c-clip on the returned device was that it was intentionally removed as part of field action FDA recall, however, this cannot be definitively determined. The probable cause for the handle not securely holding the functional gages and rasp is likely deformation of the locking pin caused by the absence of the c-clip. Without the c-clip, the cam is able to tilt. When the cam tilts, the rasp handle binds which can result in excessive force being applied to the handle. This can result in pin damage and shearing therby not allowing the rasp to lock securely with the handle. Eval: as returned, both rasp handles are missing the retaining ring. Both handles fail the function check with gauge. Device history records indicate device manufactured to specification.